Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's lead exhibited a low out of range shock impedance and multiple error codes. A shocks was delivered and triggered a shorted lead condition. The second attempted shock exceeded charge time. Thirty additional attempts to shock were made, but were aborted. This patient was then hospitalized and externally defibrillated. Data analysis confirmed the reported observations and recommended device replacement. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of additional intervention required. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no arc mark on the device case. Review of device memory found a shorted lead error code 1004, 1007 and 1006 had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's lead exhibited a low out of range shock impedance and multiple error codes. A shocks was delivered and triggered a shorted lead condition. The second attempted shock exceeded charge time. Thirty additional attempts to shock were made, but were aborted. This patient was then hospitalized and externally defibrillated. Data analysis confirmed the reported observations and recommended device replacement. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of additional intervention required. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's lead exhibited a low out of range shock impedance and multiple error codes. A shocks was delivered and triggered a shorted lead condition. The second attempted shock exceeded charge time. Thirty additional attempts to shock were made, but were aborted. This patient was then hospitalized and externally defibrillated. Data analysis confirmed the reported observations and recommended device replacement. No additional adverse patient effects were reported.